Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump got wet from swimming and there is moisture in the display screen. Customer does not recall any significant events leading to the error. Customer's blood glucose was 180 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.

Manufacturer narrative:
The pump was received with partial display anomaly due to a cracked and bleeding lcd glass. Unable to verify critical pump error due to the display anomaly. The pump was received with moisture damage on the motor. The pump was received with a cracked keypad overlay at the center circle button, a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.